Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd ultra-fine 6mm¿ insulin syringe 0.3ml plunger does not come out firmly and I cannot aspirate the medication with the syringe. The following information was provided by the initial reporter, translated from spanish to english: there are a lot of months my syringes have had one or more defects, which I list below: 1. The body of the syringes is curved and creates parallax error. 2. Sometimes the needle is missing. 3. The plunger does not come out firmly and I cannot aspirate the medication with the syringe. I inject myself between 5 and 7 times a day, always with a new syringe and obviously I consume a lot of these syringes. I am really a little worn out because I was with chemotherapy, so the box I buy is the one with 3 bags with 10 syringes per bag and not the big box, likewise I attach a photo.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine 6mm¿ insulin syringe 0.3ml plunger does not come out firmly and I cannot aspirate the medication with the syringe. The following information was provided by the initial reporter, translated from spanish to english: there are a lot of months my syringes have had one or more defects, which I list below: 1. The body of the syringes is curved and creates parallax error. 2. Sometimes the needle is missing. 3. The plunger does not come out firmly and I cannot aspirate the medication with the syringe. I inject myself between 5 and 7 times a day, always with a new syringe and obviously I consume a lot of these syringes. I am really a little worn out because I was with chemotherapy, so the box I buy is the one with 3 bags with 10 syringes per bag and not the big box, likewise I attach a photo.